Event description:
It was reported to baxter (B)(4) that the reservoirs of four intermate lv250 devices ruptured during patient use. This is report number 2 of 4. The reservoirs ruptured near the end of the infusions, when only five to ten milliliters of solution remained in the devices. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed. The root cause investigation is currently being performed under CAPA # idc-CAPA-(B)(4). Batch review determined that no nonconformance reports were opened during manufacturing of this device. Trend review determined that similar reports have been received by baxter. A follow up report will be submitted if additional information becomes available.